Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 326 (mg/dl). Customer delivered a correction bolus to treat bg levels. System check with tandem technical support indicated the pump was performing as expected. Reportedly, customer is in contact with their health care provider who will be adjusting the pump settings and review diabetes management.

Manufacturer narrative:
The reported issue could not be confirmed; however a different issue was found.